Event description:
The hcp reported that 2 weeks after a catheter revision, the patient's pump was explanted, due to an infection with coagulase negative staphylococcus. Approximately 2 weeks after the pump was explanted, the patient had reclosure of a cerebral spinal fluid leak. No patient symptoms were reported. The pump was programmed to deliver lioresal (500 ug/ml) at 100 ug/day. See manufacturer's report #: 6000030200702237.